Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) (batch no. 623827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and gastrooesophageal reflux disease ("gerd"). In 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection"), pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), mood swings ("hormonal changes describe: imbalance mood swing"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("migraines / headaches"), rash macular ("red patches") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain and pain outcome was unknown and the urinary tract infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, irritable bowel syndrome, alopecia, mood swings, vaginal infection, migraine, headache, rash macular, weight increased and gastrooesophageal reflux disease had not resolved. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, pain, pelvic pain, rash macular, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.5 kg/sqm. Ultrasound scan vagina - in (B)(6) 2007: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received- lot number added.events vaginal, menorrhagia, bladder and urinary problems, dysmenorrhea, dyspareunia, ibs,hair loss, mood swing, urinary tract infection, vaginal infection, migraines / headaches, weight gain and red patches were added. Lab data updated. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) (batch no. 623827) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and gastrooesophageal reflux disease ("gerd"). In 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection"), pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), mood swings ("hormonal changes describe: imbalance mood swing"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("migraines / headaches"), rash macular ("red patches") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain and pain outcome was unknown and the urinary tract infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, irritable bowel syndrome, alopecia, mood swings, vaginal infection, migraine, headache, rash macular, weight increased and gastrooesophageal reflux disease had not resolved. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, pain, pelvic pain, rash macular, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.5 kg/sqm. Ultrasound scan vagina - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection") and pain ("pain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed in (B)(6) 2010. At the time of the report, the pelvic pain, infection and pain outcome was unknown. The reporter considered infection, pain and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.